Event description:
It was reported that a patient who had a great intraocular lens (iol) placed in the left eye, net on axis at 12 days and also had istent (used for glaucoma that is designed to improve aqueous outflow to safely lower iop) and some hypotonus. The patient's intraocular pressure was 4-8 which now is 25 (steroid responder). Reportedly, due to capsular movement (iop up & down) patient has secondary posterior capsular opacification (pco). Patient has 2+ pco from 6-10 o'clock and the contractile forces are shifting the iol axis. Patient was seen for a yag on (B)(6) 2013 and will be seen for a second yag on the same eye (left optic) on (B)(6) 2013. A lens rotation may be performed later, if applicable. No further information was provided.

Manufacturer narrative:
. Section f completed by manufacturer (B)(4). To date, the lens remains implanted. A manufacturing record review indicated that the lens was manufactured within specification with the labeled diopter power and passed all acceptance criteria for all tests performed. Placeholder.